Manufacturer narrative:
Patient¿s weight was not provided. Reference MFR report # 2916596-2016-01841 for the report of the elevated pump power and lactate dehydrogenase. (B)(4). Approximate age of device ¿ 1 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2016. The cause of death was not provided. It was previously reported that on (B)(6) 2016, the patient was admitted to a different implanting center than the center that implanted the device. The admission was due to elevations in pump power, and a lactate dehydrogenase (ldh) increase from the 300s to 800s u/l. On (B)(6) 2017, the patient¿s ldh was 1552 u/l. It was reported that the patient had dark colored urine. The patient was transferred back to the implanting center for probable pump exchange. The patient expired on (B)(6) 2016. Additional information was requested on the details between the transfer and the death; however, no information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported patient outcome could not be conclusively determined. Multiple attempts to obtain information from the customer regarding the patient's outcome and its relation to elevated pump powers and ldh reported under medwatch MFR# 2916596-2016-01841 were made, but no additional information or cause of expiration was provided. In addition, multiple requests for product return were issued to the customer with no success. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.